Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer administered several boluses because they thought they were not receiving insulin. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.